Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient was having their left side lead and extension removed as the lead/extension site had become exposed. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the cause of the lead/extension site becoming exposed was due to erosion of the skin at the top of their skull. No further patient complications have been reported as a result of this event.